Event description:
Coiling of cerebral aneurysm performed by interventional radiology. The 1025 penumbra coil 400 7mm x 20 cm complex soft was inserted. Coil became detached prematurely. Multiple attempts to retrieve detached coil were unsuccessful. Stent deployed in left internal carotid artery, but still lost anterograde flow to left anterior cerebral artery from left carotid system, resulting in cerebral vascular accident. Pt expired (B)(6) 2013.